Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient experienced a possible inappropriate shock. Device interrogation revealed oversensing and a right ventricular (rv) lead abnormality. This crt-d recorded a code 1004 indicative of a short circuit detected during shock delivery. Technical services (ts) reviewed the episode and noted that the shock impedance was low out of range, which could potentially damage internal circuits during shock delivery. Ts recommended a device and lead revision. A new crt-d system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies on the device case. Review of device memory found a shorted lead error code 1004 had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock into a low-resistance path, that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) patient experienced a possible inappropriate shock. Device interrogation revealed oversensing and a right ventricular (rv) lead abnormality. This crt-d recorded a code 1004 indicative of a short circuit detected during shock delivery. Technical services (ts) reviewed the episode and noted that the shock impedance was low out of range, which could potentially damage internal circuits during shock delivery. Ts recommended a device and lead revision. A new crt-d system was successfully implanted. No additional adverse patient effects were reported.